Event description:
This patient had a bilateral mastectomy in january, 1993 for breast cancer. In december, 1984 she had dow corning bilateral breast implants placed. These implants, however, were replaced six months later because of contractures however, in february of 1990 she had both implants removed and had them replaced cwith double-lumen silicone breast implants. In 1984, she developed splenomegaly, fevers, lymphadenopathy of the neck, right axilla, both groins. Developed capsulectomy with removal of the implants. The implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.